Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111494 - the dentist reported that 1.5 months after the dental implant was installed in intraoral region #27 it was verified its non- osseointegration . Implant was immediately carried out, 50 ncm of primary stability was achieved and immediate load was not performed. Patient presented insufficient bone quality/quantity (bone type ii) and bone graft was executed.